Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the pump was replaced due to ineffective pain relief. With regards to any diagnostics/troubleshooting performed, it was noted ¿normal physician management¿. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.